Manufacturer narrative:
Manufacturer's investigation conclusion (additional information): device history records were reviewed. The device was manufactured in accordance to mfg and qa specifications. Heartmate ii power module (serial # (B)(6) was shipped to the customer on 10mar2010. Hmii power module IFU has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of yellow wrench alarm was confirmed with the returned power module . Tech services was able to reproduce the reported event and isolated the issue to the internal mainboard, which was replaced. Performed preventative maintenance and safety test. Performed all tests per procedure, which the unit passed all tests. The unit was returned to the rental pool. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module experienced a yellow wrench alarm due to an unknown reason. No further information was provided.